Event description:
It was reported via repair work order that the power cord sheathing was torn, exposing the insulated conductors and nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.